Manufacturer narrative:
Approximate age of device- 3 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. Customer submitted log files on (B)(6) 2019 for patient with damaged driveline. On (B)(6) 2019 the patient presented his driveline with (cosmetic) damage to outer sheath and several tape repairs. The damage starts approx. 4-6 inches from exit site. The patient has not had any alarms or issues related to this damage. The customer is very concerned and would like to schedule a repair in the very near future. Review of the log file revealed a no external power alarm but it was unrelated to the driveline. No other alarms, malfunctions, or adverse events were reported.

Manufacturer narrative:
Sections a1, h4: additional information. Section a2: correction. Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the occurrence of a no external power event. The log file data showed that the system was connected to mpu power on the evening of (B)(6) 2019 at 9:11 pm and then a brief low battery hazard/no external power event was noted the morning of (B)(6) 2019 at 9:09 am. Based on the associated voltage levels, the events appeared to be due to a loss of ac power while the system controller was connected to the mpu. The system controller¿s internal backup battery continued to power the system as intended during the event and there was no interruption in pump operation. The pump appeared to be operating normally with stable parameters throughout the log file and the pump speed remained above the low speed limit without issue. A specific root cause for the loss of power to the mpu and resulting no external power alarm could not be determined through the evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on vad support and (B)(4) was not returned for investigation. No further information was provided. The manufacturer is closing the file on this event.